Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was replaced after they heard it beeping. They were told that there was something "seriously wrong" with it. No patient complications have been reported as a result of this event.